Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a laparoscopic hernia repair, the needle would not load on one device. While using the second device the needle fell out. The status of the patient is okay. There was no re-operation. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500 cc or more. Surgery time was delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used.